Event description:
When the novasure was being taken out of uterus, the tip of the novasure melted, causing a ripple effect on the shaft of the product. Surgeon proceeded to check the uterus. Pictures taken, and no apparent harm to patient was noted by the surgeon. Manufacturer response for impedance controlled endometrial ablation disposable device kit, novasure: notified surgical sales specialist.